Manufacturer narrative:
The acucare high flow nasal cannula was not returned to resmed. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the most likely root cause was physical abuse. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that a patient passed away some time after using an acucare high flow nasal cannula (hfnc), which was found to be torn and was replaced. It was reported by the patient's husband that the patient's oxygen saturation was decreasing when the cannula used was observed to be torn by the respiratory therapist. The patient was placed on bipap and the patient's oxygen saturation level increased. The respiratory therapist replaced the torn cannula with a new cannula and the patient was able to maintain her oxygen saturation levels. The patient later deteriorated and passed away.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation can be performed. The device has not been returned. The acucare high flow nasal cannula user guide provides the following warnings: "do not reuse. Do not use if components are damaged. Before connecting the nasal cannula, check for adequate gas flow, oxygen and temperature. Do not crush or stretch tubing." Resmed reference #: (B)(4).

Event description:
It was reported to resmed that a patient passed away some time after using an acucare high flow nasal cannula (hfnc), which was found to be torn and was replaced. It was reported by the patient's husband that the patient's oxygen saturation was decreasing when the cannula used was observed to be torn by the respiratory therapist. The patient was placed on bipap and the patient's oxygen saturation level increased. The respiratory therapist replaced the torn cannula with a new cannula and the patient was able to maintain her oxygen saturation levels. The patient later deteriorated and passed away.